Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four cannula dislodged event on (B)(6) 2024. The site of administration was abdomen. The infusion set was in use for 3 hours. The bg level was noticed 250 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.